Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter stated that during the filter insertion surgery, the filter could not be released and was not fully opened, making it impossible to continue the surgery. A new set of products was used to complete the procedure.